Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located in the shop at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Hill-rom technical support recommended the account replace the casters. A search of the hill-rom maintenance records showed hill-rom performed preventive maintenance on this bed from 2006-2013. It is unk if the facility performed any other preventative maintenance on this bed. Three attempts have been made regarding a resolution to this contact line, with no response. Based on this info, no further action is required.